Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a dark particle of foreign matter on the fill port of the eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag. The actual sample was visually inspected, and it was also noted that there was a dark particle of foreign matter on the fill port. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely due to the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt was found on the connector of an exactamix 250 ml eva tpn bag during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.